Event description:
The customer reported on (B)(6) 2014 his blood glucose, carbohydrate intake and insulin history. At 8:02 am, the pod was deactivated and he noticed the cannula was bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.